Event description:
Revision surgery performed at about 7 months from primary due to knee infection. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully. The pathogen is unknown.

Manufacturer narrative:
Batch review performed on 08 may 2024: lot 2308751: (B)(4) items manufactured and released on 30-may-2023. Expiration date: 2028-05-15. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional revised implants. Batch review performed on 08 may 2024 on gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988) lot. 2303438. Lot 2303438: (B)(4) items manufactured and released on 22-may-2023. Expiration date: 2028-05-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 08 may 2024 on gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot. 2311072 lot 2311072: (B)(4) items manufactured and released on 06-jul-2023. Expiration date: 2028-06-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 08 may 2024 on gmk-sphere 02.12.0024r femoral component sphere cemented size 4+ r (k140826) lot. 2308891 lot 2308891: (B)(4) items manufactured and released on 20-july-2023. Expiration date: 2028-07-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Manufacturer narrative:
Correction reported in this follow up 1: - updated the event description because the antibiotic spacer has been removed.

Event description:
The patient had a primary knee surgery on (B)(6) 2023. On (B)(6) 2024, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully. Presently, on (B)(6) 2024, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed the spacer and implanted sensatin implants. The surgery was completed successfully.